Event description:
Customer sent medwatch to FDA on 4/21/2005 #1035274. Baxter received copy of medwatch on 6/14/2005. Customer reported the pump was programmed to deliver medications over an 11 hour period. Pt ran out of medication 1 hour prior to the time it was supposed to finish (10 hours). No pt injury has been reported at this time.

Manufacturer narrative:
Pump has not been received for evaluation. Testing was performed by medical specialties and overinfusion was not confirmed. Pump passed all accuracy tests performed by medical specialties. Baxter will continue to investigate any reports it receives and review trending of these events.